Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no:2015691-2025-03695. Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, this was a transcatheter aortic valve replacement procedure by transfemoral approach. A 26mm sapien 3 ultra resilia valve was prepped in normal fashion. During valve deployment, the temporary pacemaker lost capture resulting in the valve embolizing into the aorta. The primary operator inserted the delivery system balloon into the valve and successfully pulled the valve into the descending aorta. The team added 1 additional cc of contrast to the delivery system to further expand the valve and prevent migration in the abdominal aorta. A second valve was prepped in normal fashion. During advancement, the nose cone dislodged the first valve resulting in the valve turning on its side. The team successfully maneuvered through the first valve and crossed the native annulus. The primary operator noted difficulty aligning the valve between the proximal/distal markers despite several attempts to reset the alignment wheel. The valve was under aligned. Multiple attempts were made to push the valve further forward but it remained 2-4mm behind the distal marker. The team proceeded with valve deployment. The balloon filled distal to proximal, and the valve slipped off of the balloon partially deployed. After the second embolization, the valve was placed in the descending aorta. Endografts were placed inside the valves to secure them to the aorta. Due to a high creatine level and being a surgical candidate, the heart team decided to proceed with surgery at a later date. The heart team deemed the first embolization as a direct result of lost capture of the temporary pacemaker. The second embolization was the result of misalignment of the valve on the delivery system balloon. Imagery was provided by the complaint site, and the following observations were made: the 1st valve was embolized and deployed at the descending aorta. Both valves (1st and 2nd) were confirmed embolized and deployed at the descending aorta.

Manufacturer narrative:
Correction: it was previously reported that this is one of two manufacturer reports being submitted for this case. Only one report will be submitted for this case. Please reference related manufacturer report no: 2015691-2025-03695.